Manufacturer narrative:
During inspection and testing of the returned device, service found the following issues: the adhesive on the bending section cover was detached. The bending section cover was perforated, resulting in leakage. The connecting tube was scratched and had a wrinkle. The image guide protector was chipped and shaved. The scope cover was scratched and had some discoloration. The protector of the universal cord on the scope connector end was cut. The bending angulation was out of specification, and the there was play in the angulation knobs, due to wear of the angle wires. The objective lens was scratched, and the light guide lens was scratched and had a chip. Several of the device components demonstrated scratches, shaves, and dents. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was sent to an olympus service center for routine annual inspection, with no alleged complaint. During the inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found by service during the device evaluation (foreign material). There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we confirmed the foreign material adhered to/around the forceps elevator but could not identify the material. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.